Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where foreign material remained in the nozzle. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. As a result of component analysis using ir (infrared radiation spectroscopy) and edx (energy dispersive x-ray spectroscopy), characteristic elements and peaks similar to organic silicone were observed and therefore it was confirmed that there was a white foreign matter inside the nozzle. However, a definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: cf-ez1500di IFU operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope-3.8 inspection of the endoscopic system¿, and reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation; foreign material was found inside the nozzle of the colono videoscope. There were no reports of patient involvement.